Event description:
It was reported that approximately seven years post vena cava filter implant during a scheduled filter retrieval, the filter appeared to be tilted to the right and one detached filter arm was visible in the right lung. The filter was successfully removed; however, there was no attempt to retrieve the detached filter arm. The pt is reported to be doing well at this time.

Manufacturer narrative:
The event was reported via a user facility medwatch report (B)(4). The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.